Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Estimated date, reported as occurred within two weeks prior to (B)(6) 2013. An estimated date of occurence entered as (B)(6) 2013.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was completed using the suture of the proglide device after an impella interventional procedure. Reportedly, one week later the patient returned to the hospital with swelling, tenderness and warmth at the arteriotomy site. The patient had developed an infection. Surgical debridement and removal of part of the right femoral artery with arterial bypass was performed. The patient was treated with antibiotics. There was no adverse sequela after treatment for the infection. The physician is reportedly trained in the use of the proglide device. No additional information was provided.